Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical alarm regarding a motor stall was heard; and confirmed by telemetry. Multiple stalls were indicated in the logs starting "back from last sunday". It was further noted that the pt has had intermittent motor stalls and recoveries. The last motor stall occurred on (B)(6) 2011, and no recovery was seen. The pt experienced withdrawal; and was admitted to a hospital. While awaiting a pump replacement in the hospital, the pt was administered oral baclofen and valium. A physician had reduced the dose to 100 mcg/day in case the pump started to infuse. The pump was replaced on (B)(6) 2011. The pump was used to deliver lioresal 2000 mcg/ml at 509.6 mcg/day. Additional info will be provided in a follow-up report as it becomes available.